Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed.. The returned device was visually inspected; the warranty seal was broken, indicative of potentially unauthorized repair attempts. Further review of the pump sub-assembly and components showed no functional issues with the tubing connector. The returned device was assembled with a new ar-6410 arthroscopy pump tubing and was tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on, and no error messages or audible alarms were triggered. It was noted during the test that the pump motor/rotating parts made a loud noise when running. A clamp test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an over-pressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate the pump did not trigger an alarm, and the rollers did not stop moving. This behavior is not expected. No alarms were triggered when the pressure was artificially lowered by removing the inlet from the fluid source, and the device did not stop. This behavior is not expected. The baseline pressure was manually set from 30 to 40, and the test was repeated. On the second test, a pressure fault error was triggered as expected. The review of complaint records for serial number (B)(6) shows that the device does not have previous complaints. A cause of the loud motor and the wobbly latch door can be attributed to wear and tear. The reported device did not stop running and the most likely cause can be attributed to unauthorized repairs since the warranty seal was broken, indicating an unauthorized person accessed the internal components of the device.

Event description:
It was reported that during a knee surgery the pump did not stop pumping. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update swit 13-apr-2023: the incident occurred on (B)(6) 2023. Settings of the pump: knee standard with pressure 40. The tube was an ar-6410 with batch: 51974414.